Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer stated they had motor current error detected alarm while rewinding to insert new reservoir and cannot complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test. Pump error 39 alarmed during rewind and isolated to the motor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarm. Device received with scratched case. Device received with pillowing keypad overlay.